Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, that valve was positioned too low resulting in severe paravalvular leak (pvl). Two weeks post implant a second valve was implanted valve in valve but was positioned too high. Subsequently a third valve was implanted successfully with resultant mild pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.